Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737 (software version: 1.2.0). Device UDI number unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the healthcare professional (hcp) loads the cat scans to the navigation system and uses point merge to register patients for navigation, but the hcp has seen issues with multiple scans loading as unusable 3d registration models. The hcp claimed that thresholding the model makes slight adjustments, however it does not produce a clean model. With the previous version of the navigation system, loading the cat scan as a computed tomography (CT) procedure was the hcp's workflow. They claim that this issue is specific to this version of the navigation system and that the previous version never had this issue. No patient was present at the time of the event.

Manufacturer narrative:
Additional information: report source selection updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. A medtronic representative reported that the site was not using the 3d registration model to choose points. 3d was used instead of "3d reg." The medtronic representative switched to the correct model and the surgeon has been satisfied with the results for several weeks.

Manufacturer narrative:
Device evaluation: a software analysis was completed. It was determined that the behavior described is the intended behavior of the software. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.